Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally at stryker UK. The technical service report indicates: reported by the customer: unit crashed and restarted multiple times p/n: 0240300100i s/n: (B)(6). Summary of evaluation: faults found device failed to boot up (black screen) not able to re-installed software action taken replaced capture card replaced ssd satadom pin replaced both ram ddr3 replaced front panel with lcd re-installed via bios menu 4.1.3.156b software then installed the patch to 4.1.3.156u re-installed packages: device and dicom tests qip soak test- completed boot up/ shut down process multiple times over 4 hours- sdc4k successfully booted up on each occasion electrical safety test - passed all tests probable root cause: - capture card design: fpga temperature detection and safe shutdown. - design: pass-through mode. - design: watchdog timer and auto-reboot on crash. - functional test at vitec/novatech - video tests. - final qc inspection at stryker endoscopy. - cybersecurity risk controls. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.